Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. During the evaluation, visible foam degradation was found. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted no dust contamination. The device was scrapped by the service center after the evaluation was completed.